Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Moisture damage was also found on the motor.

Event description:
The customer called to report a blank display after the insulin pump was submerged in water. Nothing further was reported.